Event description:
Information received indicates the brake pedal pops out of the set position.

Manufacturer narrative:
The technician isolated the issue to the brake casters. He replaced the brake casters to repair the bed.